Event description:
Reporter indicated that vns pt had developed an infection at the pulse generator/pocket area. The pt was prescribed antibiotics and treating neurosurgeon reportedly performed exploratory surgery recently to explore the pulse generator pocket area. Results of this surgery are unk at this time.